Manufacturer narrative:
A temporal relationship exists between the liberty select cycler, liberty cycler set and the reported adverse event(s) of fever, abdominal pain and subsequent diagnosis of peritonitis which required outpatient antibiotic therapy. The etiology of the event(s) of fever, abdominal pain and peritonitis cannot fully be appreciated at this time. However, the fever and abdominal pain were likely an early symptom of the underlying peritonitis. The product investigation, although unable to reproduce a malfunction, did note dried dialysate in the cassette housing. The product investigation regarding the liberty cycler set is still pending at the time of this clinical investigation. Due to a likely breach in sterility during ccpd therapy, a possible causal relationship cannot be ruled out. The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During a follow-up call on (B)(6) 2018 the peritoneal dialysis nurse (pdrn) reported the patient was training at the outpatient dialysis clinic, when the patient had to leave emergently for an appointment (details unknown). While the pdrn was breaking down the cycler, fluid (suspected dialysate) was noted in the cassette housing causing ¿everything to be wet.¿ the pdrn stated no alarms were encountered during pd therapy. A pd effluent fluid culture and cell count were collected on (B)(6) 2018 following the event(s). The culture results revealed no growth; however, the cell count showed an elevated white blood cell (wbc) count of 187. The patient was treated outpatient with intraperitoneal (ip) vancomycin 2g (frequency and duration unknown) and ip tobramycin 160mg (frequency and duration unknown). The pdrn reported the patient transitioned to in-center hemodialysis (hd) while the peritonitis was being treated and has since returned to home based ccpd therapy on (B)(6) 2018.